Event description:
It was reported that a high blood glucose level occurred with an unknown cause, and the specific value was displayed as "high." The customer administered a correction injection using manual daily injections and was instructed by technical support to consult their healthcare provider and to contact them for troubleshooting during future occurrences.